Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition that the device had water in it was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was traced to improper maintenance. UDI: (B)(4).

Event description:
It was reported that the craniotome attachment device had water in it. During in-house engineering evaluation, it was determined that the device was overheating, the locking mechanism was stiff, the foot of the device was drilled into and there was corrosion. The device also failed pretests for visual assessment, verification: lock operation and temperature. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.